Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the device was exposed to water from the swimming pool. The patient's blood glucose level was unknown at the time of the call. The customer stated that they are unable to access the menu because the alarm could not be cleared. The customer does not want a replacement pump, but wanted assistance programing their new insulin pump. The customer was advised to obtain their bolus settings first from their health care provider before they can be assisted with programing their new insulin pump. The customer did not return the product back for analysis.